Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with blood glucose of 272 mg/dl at the time of incident and current blood glucose level was 252 mg/dl. Customer also experienced blood glucose level of 270 mg/dl, 280 mg/dl, 233 mg/dl. The customer experienced symptoms such as headache. The customer was treated with bolus. The insulin pump will not be returned for analysis.